Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device analyzed. Analysis revealed battery depletion was indicated (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance led to eri. (B)(4) the actual device was analyzed - calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient's device triggered elective replacement indications prematurely. The device measured high battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.